Event description:
On (B)(4) 2012 a reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began 'about a month ago, beginning of (B)(6).' The reporter mentioned that the patient manages her diabetes with insulin (no adjustments) and denied that the patient made any changes to her normal diabetes management due to the alleged issue starting. The reporter claimed that the patient became 'dizzy' at an unspecified time after the alleged issue began. The reporter told the cca that the patient was treated with a glucagon injection by emergency medical services around the time the alleged issue began (in the evening). The reporter denied that any other blood glucose device was used. During troubleshooting the cca confirmed that the patient was using the correct test strips, that there was no known misuse to the subject meter and that the patient was not using the subject meter for the first time. The cca documented that the subject meter would not power on manually or with a test strip at the time of troubleshooting. The alleged power issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms and was treated with a glucagon injection by emergency medical services as a result of the alleged power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.